Event description:
The customer contact reported device alarmed with a s321 (motor error-pmc, left) malfunction alarm code. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. During testing at the user facility the device alarmed with a s321 (motor error-pmc, left) malfunction alarm code. No add'l info was provided.

Manufacturer narrative:
The device mechanism has been rec'd. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.